Event description:
Caller reported aviva blood glucose results of 227 mg/dl, 73 mg/dl, 79 mg/dl, and 99 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the tube stopped working during a case. No pt injury was reported.